Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received no delivery alarm and also had damaged. The customer also states she had low blood glucose of 66 mg/dl. The customer was trying to give herself a bolus. The customer states the insulin did not exit. The customer stated that she is having trouble with her infusion sets delivering insulin. Troubleshooting was performed for damage and noticed the drive support cap is flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.